Event description:
The information provided to sjm indicated this 21 mm sjm masters series valve was implanted in the aortic position. Approximately 9 years and 7 months postoperatively, the patient underwent re-do aortic valve replacement due to infective prosthetic valve endocarditis and aortic root abscess with third degree heart block. During the explant procedure, the patient's aortic root was inspected and debrided of the abscess material. The area of the abscess above the anterior leaflet of the mitral valve was patched with a bovine pericardial patch. A 19 mm porcine aortic root from another manufacturer was implanted since the lvot was so narrow and would not allow a prosthetic valve implant. When the patient was rewarmed, echo revealed blood flow from around the porcine root. Surgical repair was attempted but was unsuccessful. Significant right ventricular distention and failure was also noted and the patient expired in the operating room.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported endocarditis remains unknown.